Event description:
The caller reported experiencing a cgm error identified as error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through the process successfully. After the reset, the error did not reoccur, allowing the caller to begin their sensor session without further issues.